Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a documented lowest blood glucose of 39 mg/dl and device alerts for low glucose; the episode lasted about 30 minutes and was addressed during a supply change call with education to treat lows before announcing meals. Symptoms included no reported clinical manifestations. Outcomes included correction of hypoglycemia without medical intervention and without hospitalization, with non-medical assistance provided by the user¿s mother who provided a sugared beverage. Investigation included complaint intake review and user education on hypoglycemia management and meal announcement timing. Investigation of this case revealed no device malfunction reported, with the event characterized as hypoglycemia of unclear cause and effective resolution through oral carbohydrate and subsequent insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and consistent with hypoglycemia of unclear origin. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.